Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no part number was available. Event description: it was reported that the patient has been implanted on may 3, 2002 with a total hip prosthesis (cocr head and fitek metasul inlay) and would suffer from pain, anxiety effect and cobalt in the blood and urine. Review of received data: no medical data was received. Device analysis: no product was returned to zimmer biomet for in-depth analysis, as there is no indication that a revision surgery has taken place yet. Review of product documentation: - all involved devices are intended for treatment. - as the part and lot numbers of the implanted products remain unknown, the applicable instructions for use (IFU) could not be identified. Conclusion: it was reported that the patient has been implanted on (B)(6) 2002 with a total hip prosthesis (cocr head and fitek metasul inlay) and would suffer from pain, anxiety effect and cobalt in the blood and urine. However, neither a value of the cobalt ion level nor a lab test result has been received. Therefore no analysis of the metal ion levels can be performed. Pain can be associated to multiple failure modes and can have multiple root causes. Moreover, no x-rays have been received. Therefore the implant positioning cannot be assessed. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00149.

Manufacturer narrative:
The manufacturer did not receive the device for investigation as it is still implanted. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient is experiencing pain and anxiety due to the apparition of cobalt in blood and urine.